Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred outside of clinical use, while the customer was testing the system in the morning. After the problem with the wireless footswitch occurred, the customer continued to use the system with a wired footswitch. The philips field service engineer inspected the system on site and identified that the wireless footswitch was intermittently not working. The wireless footswitch was replaced, which temporarily resolved the issue. After a reoccurrence of the problem and after further inspection of the system on site, the base station of the wireless footswitch was replaced and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The system was outside of clinical use when the issue occurred. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. The system was kept operational by using a wired footswitch. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on investigation outcome. The health impact code was corrected

Event description:
It has been reported to philips that the wireless footswitch had intermittent connectivity issue. No patient harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.